Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, that has a similar product distributed in the u.s., list number 06l27.

Event description:
The customer observed (B)(6) results while using the architect havab igg assay. The customer indicated an initial result of (B)(6) and a retest result of (B)(6). The results did not align with another methodology, vidas, which was (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Ticket searches determined that there is no atypical complaint activity for the likely cause lot. A retained kit of architect havab igg reagent, list number 6c29-25, lot number 22897li00 was tested in a specificity setup and all controls showed values within typical range and no (B)(6) results were obtained. A review of the human negative population testing for final release revealed no indications that the specificity of the lot number might be adversely affected. Historical data was reviewed for any potential non-conformances or deviations related to the likely cause lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. A review of the product labeling concluded that the issue was sufficiently addressed. Based on the investigation, it was determined that the architect havab igg reagent, list number 6c29-25, lot number 22897li00 is performing acceptably.